Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an intermate that had a ruptured bladder at the end of infusion on a patient. The intermate was filled with cefepim 2g (gram) with the concentration of 18.18mg/ml (milliliter) and sodium chloride. The total fill volume was 110ml. The solution was not filtered and there was no forced prime performed. The intermate was stored at ambient temperature. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample was requested but it has not been received at baxter. A follow-up medwatch will be submitted if the sample is received to baxter for evaluation or if additional information is available.